Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both the blue fiber pigtail cable and the patient side cart (psc) card cage to correct the issue. The fse first replaced fiber pigtail but once the system was restarted, it did not resolve the issue. Fse then replaced the card cage, which resolved issue. Fse performed electrical safety and test drive. The system was tested and verified as ready for use.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that there was a message on the screen indicating the robot was not connected. The customer confirmed that the blue fiber cables were connected. The tse then had the customer check the emergency power-off and circuit breaker, and both were in the correct position. The customer was instructed to perform a hard power cycle using the emergency power-off on the patient-side cart, but there was no change. The customer then performed a full system hard power cycle and re-seated the fiber cables, and the issue still remained. The customer was next instructed to replace the blue fiber to the patient-side cart with a spare, but this did not resolve the issue. The customer was likely aborting the case and proceeding with the surgery laparoscopically. There was no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) card cage was returned and evaluated by the failure analysis (fa) team. The reported issue was confirmed and replicated during testing. Visual inspection: unit was received in good physical condition. The cardcage was installed in a dv5 in-house golden system. The upper monitor displayed the message "robot not connected or powered on". After performed programming and power cycle the unit multiple times, error 319 persisted, indicating node spm_pic was missing. Based on the test results and observation, the failure analysis concluded that the issue is related to a defective u2 component on common computer controller (ccc).